Event description:
Biomed was testing a battery in a battery charger/tester which is designed and sold by zoll for their manufactured batteries. This test is performed every three months. One hour into a 4-8 hour charge/test, the battery seemed warm to touch. There was no sign of error indicated on the charger/tester. When the technician went to pull the battery off of the charger, the battery exploded. A piece of the plastic casing from the battery struck the technician in the forehead causing him to get cut and start bleeding.

Event description:
Biomed was testing a battery in a battery charger/tester which is designed and sold by zoll for their manufactured batteries. This test is performed every three months. One hour into a 4-8 hour charge/test, the battery seemed warm to touch. There was no sign of error indicated on the charger/tester. When the technician went to pull the battery off of the charger, the battery exploded. A piece of the plastic casing from the battery struck the technician in the forehead causing him to get cut and start bleeding.